Event description:
The user received analyzer alarms and on a run of 18 patient samples, questionable ion selective electrode (ise)-potassium results were received for five patient samples. The samples were repeated on other cobas c501 modules and the results for five samples had to be corrected. The user provided data for five patient samples of which four were discrepant. All results are in mmol/l. Patient sample 1 initial result was 5.33 and the repeat results were 3.99 and 3.98. Patient sample 2 was from a female patient born on (B)(6). The initial result was 5.61 with a data flag and the repeat result was 4.18. Patient sample 3 was from a male patient born on (B)(6). The initial result was 6.29 and the repeat results were 4.89 and 4.99. Patient sample 4 was from a female patient born on (B)(6). The initial result was 5.75 and the repeat result was 3.87. The initial results had been reported outside the laboratory. There was no affect to any of the patients. The lot number of the potassium electrode was not provided. The field service representative determined there were bad ise electrodes and replaced them. He verified the analyzer operation by running performance tests which passed. The user ran calibration and quality control with results within their specifications.